Manufacturer narrative:
(B)(4).

Event description:
Procedure type: c-section. According to the reporter: during procedure, the surgeon noticed the tip of needle was missing. They searched in the cavity and operating room, but the broken tip was not found. Also, x-ray was taken, but the tip was not detected. New one was opened to complete procedure. There was oozing. There was no unanticipated tissue loss. Patient status is to be reported with no problem. It is unknown if the case was extended.